Manufacturer narrative:
The following information was known at the time of initial report; however, it was not included: the field service specialist (fss) visited customer site to inspect the unit. Fss replaced the network adapter printed circuit board assembly (pcba), advantech printed circuit board (pcb), modified ethernet cable assembly, instrument manager pcb and programmed hard drive on the unit. Fss performed the field service checklist on the system, which it passed the functional tests. The unit was found to meet abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported that error 2011 (error getting version strings from instrument host) occurred at start up with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.